Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A dermatologist, reported a patient with total body vesicular contact dermatitis after aquacel scd was applied to left hip incision. She states the patient has a total body rash and has prescribed betamethazone dipropinoate. It is unknown when the reaction started, how long the dressing was on and how it was prepped, applied and removed.